Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The motor stall occurred on (B)(6) 2015 at 10:45 a.m. With no recovery noted. The device manufacturer representative was to follow-up with the hcp and inform them there is no way to "restart" the pump. The hcp did not think there were any symptoms yet, although the patient noted they may have felt a little tighter. It was later reported that the pump was being replaced urgently on the night of (B)(6) 2015. The pump was to be returned for analysis. Follow-up was being conducted to obtain other medications the patient was taking, pertinent medical history, and the outcome of the event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a health care provider (hcp) regarding a patient receiving gablofen (2000mcg/ml) at a daily dose of 1959.8 mcg/day. The start date was noted as (B)(6) 2015, and the end date was (B)(6) 2015 (reduced in surgery). The patient's medical history included quadriplegia, spasticity, and neurogenic bladder/bowel. The cause of the motor stall was unknown. Both the pump and catheter system were replaced.

Event description:
The lot number was reported as "2138-106."